Event description:
Customer reported having issues with his tandem tslim pump, specifically that the device sometimes opened on an unexpected page when unlocking, prompting actions not initiated by him. Additionally, when changing the reservoir, the process would restart unexpectedly, causing him to waste insulin. There was no adverse impact to blood glucose level. The customer expressed his concerns to technical support and requested that these issues be resolved to improve user experience. No additional information was received regarding any corrective actions taken.